Manufacturer narrative:
The anomaly reported in the field was verified in the laboratory. The rapid pacing was caused by an anomaly in the hardware register. The battery was found to be prematurely depleted. The battery was sent to the vendor for further analysis. An internal anomaly was found to be the cause for the premature depletion. The cause for the anomaly in the hardware register was not determined, however, at low voltages, the noise margin is decreased, increasing the possibility of digital signal errors.

Event description:
It was reported that the patient came to the hospital with chest pain. The device was ventricular pacing at 150 ppm. The rate could not be programmed otherwise. The patient then went into cardiac arrest. The device did not sense and did not deliver therapy. External defib was successfully administered. The pacing function was programmed off. The device was later explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.